Manufacturer narrative:
The reported events of silicone migration and lymphadenopathy are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported, left side rupture with multiple lymphadenopathies. Diagnosed via ultrasound. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left side rupture with multiple lymphadenopathies diagnosed via ultrasound. It was later reported capsular contracture, baker grade ii. The device has been explanted and replaced with non-allergan device. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photos observed rupture. As microscopic analysis can not be completed, the assessment of the opening is not possible.

Event description:
Healthcare professional reported left side rupture with multiple lymphadenopathies diagnosed via ultrasound. It was later reported capsular contracture, baker grade ii. The device has been explanted and replaced with non-allergan device.